Event description:
This is a regulatory report from (B)(6) of peritonitis in a (B)(6) female patient coincident with nutrineal, unspecified therapy. On an unreported date, the patient began treatment with nutrineal, 1 bag daily (lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient had abdominal pain. The patient was treated with vancomycin ip. The patient was diagnosed with peritonitis, either aseptic or masked by antibiotherapy, which started on (B)(6) 2010. On (B)(6) 2010, the patient was hospitalized. The patient was treated with oflocet (ofloxacine). On (B)(6) 2010, nutrineal therapy was discontinued. On an unreported date the event of peritonitis resolved. The (B)(6) considered nutrineal as suspect drug and a causal relationship was rated, according to the (B)(6) methodology of causality assessment as possible.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.